Event description:
Our local distributor in (B)(4) reported that they encountered an error with a handheld computer where the battery latch of the handheld is open and it causes the handheld to enter into a sleep mode. It was reported that the latch somehow became loosened. The product is at the MFR pending completion of product analysis.